Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. The cause of the events was unknown. It was not reported if the patient was hospitalized or treated for the events. The outcome of the events was unknown. Action taken with dianeal therapy was not reported. No additional information is available.